Event description:
It was reported there was a leak from the tubing during infusion with veletri therapy. Unknown of any adverse patient effects.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.